Event description:
The pt was admitted to the hosp when they underwent surgery to their lumbar spine and related procedures. They were readmitted for treatment of complications related to a reported nonabsorption of the suture.